Manufacturer narrative:
This report is based on information provided by philips bench repair and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the invasive blood pressure (ibp) is not working. The bench technician confirmed that the display was physically damaged causing the touchscreen issues. The touchscreen issue was impacting the ibp function. The display was replaced to address the issue and the device was returned to full functionality. The testing was conducted and the cause of the reported problem was a physically damaged display. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The bench technician replaced the display to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
It has been reported to philips that invasive blood pressure is not working